Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. It could not be determined when the damage occurred. The data downloaded from the device did not show any timeouts or drive stalls during the run that would suggest that there was an issue with delivering insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 328 mg/dl while wearing the pod between 37 and 48 hours on the abdomen. As treatment, a new pod was placed.